Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 during ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s health had been declining due to complications from non-etoh cirrhosis and liver failure. The patient presented to the emergency room on (B)(6) 2022 for dizziness, hypotension, dyspnea, abdominal bloating, and discomfort. The patient underwent a paracentesis to improve the patient¿s breathing, bloating and discomfort. However, following the procedure the patient was admitted to the intensive care unit (ICU) for uncontrolled hypotension. The patient was placed on several intravenous (IV) vasopressors over the next several days to improve her blood pressure with minimal improvement. On (B)(6) 2022 at approximately 2:00 am (patient undergoing pd therapy) the patient cardiac arrested (full code) and was unable to be revived. The patient remained on ccpd while hospitalized without issue. Despite the serious adverse events occurring during pd therapy, the pdrn stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to complications from liver failure.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of dizziness, dyspnea, bloating, abdominal discomfort, hypotension, liver failure, cirrhosis, and death. Causality was attributed to the patient¿s declining health (e.g., liver failure, non-etoh cirrhosis, hypotension). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or products. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. An (as-received) 7500ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification..the voltage calibration checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. There were visual indications of an insect infestation on the bottom cover under the pump.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 during ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s health had been declining due to complications from non-etoh cirrhosis and liver failure. The patient presented to the emergency room on (B)(6) 2022 for dizziness, hypotension, dyspnea, abdominal bloating, and discomfort. The patient underwent a paracentesis to improve the patient¿s breathing, bloating and discomfort. However, following the procedure the patient was admitted to the intensive care unit (ICU) for uncontrolled hypotension. The patient was placed on several intravenous (IV) vasopressors over the next several days to improve her blood pressure with minimal improvement. On (B)(6) 2022 at approximately 2:00 am (patient undergoing pd therapy) the patient cardiac arrested (full code) and was unable to be revived. The patient remained on ccpd while hospitalized without issue. Despite the serious adverse events occurring during pd therapy, the pdrn stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to complications from liver failure.